Event description:
It was reported by service report that the welds were cracked on the fowler actuator box. The functions of the fowler were affected by the failures. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bearing support, actuator weldment box.